Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the MRI powerport isp products that are cleared in the us. The pro code and 510 k number for the MRI powerport isp products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, video were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the preparation of a port placement procedure, the port allegedly had negative pressure in the port base and there was resistance to pumping back. The procedure was completed using another device. There was no patient contact.

Event description:
It was reported that during installation of a port placement procedure, the port allegedly had negative pressure in the port base and there was resistance to pumping back. It was further reported that the tube was allegedly broken. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. However, one video was provided for review. The video shows difficulty in aspirating the fluid. Therefore, the investigation is confirmed for the reported aspiration issue. However, the investigation is inconclusive for the reported flush and fracture issues as the provided evidence was not sufficient to confirm the reported issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.